Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to phrenic nerve stimulation. The lead is not expected to return. No additional adverse patient effects were reported.